Manufacturer narrative:
Additional patient factors received indicate the patient had chronic renal failure and underwent treatment of cancer with chemotherapy while the valve was implanted. Renal issues and chemotherapy treatment may have contributed to the valve degeneration/deterioration.

Manufacturer narrative:
The cause of the degeneration was unable to be determined based on the images provided. However, the valve appears not fully expanded.

Manufacturer narrative:
A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that may have contributed to the event. The root cause of this event could not be determined but may be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the edwards european affiliate, approximately 5 years post implant of a 26 mm sapien xt valve by tf approach in the aortic position, the valve has degenerated. A valve in valve procedure was performed.